Manufacturer narrative:
The device was returned to an authorised resmed third service centre and an evaluation confirmed the complaint. A replacement pneumatic block was issued to the customer to address the reported problem. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.